Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was a derailed cable. The same grip frayed cable was also found to be derailed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. Evidence not conclusive, but cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The derailment found likely contributed to fraying cable. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted 'frayed cables at the distal end' on the mega suture cut needle driver instrument.